Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the only resistance that was noticeable and mentioned was upon recapture of the first undeployed device. This was in very distal anatomy and in a very tortuous location and resistance was expected. No visible detachment of the wire at this point or upon removal of the initial undeployed system. No resistance was noted upon delivery of the new device within the same microcatheter, according to physician during the case. There was no resistance in the catheter. The phenom catheter was flushed according to IFU and on a continuous drip per usual. When the initial device was removed, the original phenom catheter stayed in place. The physician chose not to remove. Device and delivery wire were seen being retracted under flouroscopy until out of the field of view. No separation was seen and no delivery wire was left in anatomy at this time. As the device was being pulled out, it was previously reported the touhy system was removed so it did not get caught there. There was resistance at the hub but not concerning to the physician at this time. The pipeline did not fully come out of the catheter with the delivery wire. The wire was quickly discarded, and the experienced technician said the sleeves were present. This was not verified by the representative. At the same time this was occurring with the technician and wire, the physician was pulling out the pipeline that was at the hub of the microcatheter. The cause of the resistance and premature stent opening was not determined. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: additional annex e code added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology (ped2-350-20) pushwire/capture coil stuck during retraction and separated. The patient was undergoing surgery for treatment of an approximately 1 month old dissecting, partially thrombosed, amorphous, right middle cerebral artery (mca) aneurysm, with a max diameter of 11 mm and a 0 mm neck diameter. The landing zone arterial diameter was 1.9 mm distally and 3.7 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was not obtained. It was noted that the patient was preloaded on asa, brilinta and eliquis (for clot in aneurysm). The angiographic result post procedure showed all vessels patent except for the mostly occluded distal m4 branch where the tip coil remained with very minimal contrast noted beyond tip coil. The deployed device was patent and unchanged. The phenom 27 microcatheter was advanced beyond the dissecting aneurysm into the distal mca branch with no issues. The stent was inserted to the distal tip of the phenom 27 and deployment was initiated. No issues were noted with the wire. It was determined mid aneurysm deployment that the length was not going to be enough so the device was recaptured. There was slight (normal) resistance over the ptfe sleeves on recapture but the device pulled through the phenom 27 as a unit with no separation of tip coil noted. The entire delivery wire and device were pulled through the phenom 27 to be removed. The phenom 27 remained in place to maintain position in difficult anatomy, and there was no evidence of tip coil via x-ray. Once the delivery system was at the toughy, it was observed that the stent had deployed mostly in the proximal end of the phenom 27 but it was easily pulled out. The delivery wire was discarded and a new ped2-375-20 was inserted into the same phenom 27 without any noted resistance. Device deployment began with normal advancement of the tip coil. An elongation appearance of tip coil was initially observed during mid deployment and then determined to be the new tip coil and previously separated tip coil. Deployment of the new ped2-375-20 was continued, with no complications other than the previous device tip coil more distal. The delivery wire and phenom 27 were removed after deployment and a navien catheter was advanced into the mca for easier reaccess of the device with a snare. The phenom 27 was readvanced into the deployed stent and to the distal branch where the tip coil was located. A micro snare was inserted into the phenom 27 and during the attempt to retrieve the tip coil, the tip coil continued to move distal into the m4 region. The patient had neuromonitoring during the entire procedure with no changes. It was decided to leave the tip coil implanted. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an indication that is not approved (off-label). The pushwire was not rotated during removal. The catheter was not damaged, however, the pushwire was damaged, and the capture coil was damaged during removal. Ancillary devices included navien 0.058 and bmx 96 guidecatheters.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.